Event description:
There was no patient involved in this event. The device is emitting an audible "device service" warning message indicating that the device may have failed a routine self-test. A device if left undetected in this fault mode could cause the failure of the device to perform when required.